Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's implantable pulse generator is programmed aai as it is only implanted with an atrial lead which was manufactured by a competitor. The patient has a history of atrial fibrillation (af) and atrial tachycardia (at) but has never reported any symptoms when an arrythmia was in progress. However, the patient has recently experienced dizziness and pre-syncopal symptoms; therefore, a holter study was requested to see if the episodes coincided with the af/at. The holter study found a junctional/nodal rhythm as well as pauses, with 12.1 seconds being the longest duration. Review of the holter data was requested and performed by a boston scientific technical services consultant and engineer. The episode in question showed a prolonged atrial pause followed by an escape rhythm of ~26bpm, loss of atrial capture and farfield r-wave oversensing. The last measured atrial threshold measurements were 1.1v and 1.2v @ 0.4ms, with a programmed output of 2.0v @ 0.4ms. Review of the stored data showed frequent impedance spikes from a baseline of 600 ohms up to 1100 ohms. Increasing the pacing output and thorough system integrity testing was recommended due to the loss of capture and the increase in impedance measurements. The health care professional was provided with multiple testing options. It was noted that the associated competitive atrial lead will likely be replaced. The system remains implanted at this time and no adverse patient effects were reported.

Event description:
It was reported that this patient's implantable pulse generator is programmed aai as it is only implanted with an atrial lead which was manufactured by a competitor. The patient has a history of atrial fibrillation (af) and atrial tachycardia (at) but has never reported any symptoms when an arrythmia was in progress. However, the patient has recently experienced dizziness and pre-syncopal symptoms; therefore, a holter study was requested to see if the episodes coincided with the af/at. The holter study found a junctional/nodal rhythm as well as pauses, with 12.1 seconds being the longest duration. Review of the holter data was requested and performed by a boston scientific technical services consultant and engineer. The episode in question showed a prolonged atrial pause followed by an escape rhythm of ~26bpm, loss of atrial capture and farfield r-wave oversensing. The last measured atrial threshold measurements were 1.1v and 1.2v @ 0.4ms, with a programmed output of 2.0v @ 0.4ms. Review of the stored data showed frequent impedance spikes from a baseline of 600 ohms up to 1100 ohms. Increasing the pacing output and thorough system integrity testing was recommended due to the loss of capture and the increase in impedance measurements. The health care professional was provided with multiple testing options. It was noted that the associated competitive atrial lead will likely be replaced. The system remains implanted at this time and no adverse patient effects were reported. It was reported that the physician decided the competitive atrial lead was failing and a revision procedure was performed. This boston scientific implantable device was explanted and replaced during the same procedure. No additional adverse patient effects were reported. This supplemental report is being submitted to provide the device explant date.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's implantable pulse generator is programmed aai as it is only implanted with an atrial lead which was manufactured by a competitor. The patient has a history of atrial fibrillation (af) and atrial tachycardia (at) but has never reported any symptoms when an arrythmia was in progress. However, the patient has recently experienced dizziness and pre-syncopal symptoms; therefore, a holter study was requested to see if the episodes coincided with the af/at. The holter study found a junctional/nodal rhythm as well as pauses, with 12.1 seconds being the longest duration. Review of the holter data was requested and performed by a boston scientific technical services consultant and engineer. The episode in question showed a prolonged atrial pause followed by an escape rhythm of ~26bpm, loss of atrial capture and farfield r-wave oversensing. The last measured atrial threshold measurements were 1.1v and 1.2v @ 0.4ms, with a programmed output of 2.0v @ 0.4ms. Review of the stored data showed frequent impedance spikes from a baseline of 600 ohms up to 1100 ohms. Increasing the pacing output and thorough system integrity testing was recommended due to the loss of capture and the increase in impedance measurements. The health care professional was provided with multiple testing options. It was noted that the associated competitive atrial lead will likely be replaced. The system remains implanted at this time and no adverse patient effects were reported. It was reported that the physician decided the competitive atrial lead was failing and a revision procedure was performed. This boston scientific implantable device was explanted and replaced during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.